Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank and x-ray tube were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed an overload fault error message. This error message likely will cause the system to shut down. There is no report of patient injury.